Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Customer name-(B)(6).

Event description:
The customer reported that the image became misty during an upper gastrointestinal diagnostic endoscopy procedure involving an olympus gastrointestinal videoscope and was completed using the same device. There was no patient injury reported.